Event description:
According to the reporter, intraoperatively, the handle was introduced and closure of the vagina was initiated using vloc suture. After the second throw, the needle was broken, with half of the needle still on the handle and the half presumably in the tissue of the vaginal cuff. A careful inspection was performed both from above and vaginally in an attempt to identify the broken needle half without disturbing the previously cauterized collateral vessels. Intra-operative radiograph was also performed. The needle in half was not identified. The decision was made to proceed with closure, as the risk of opening was deemed greater than the risk of leaving the needle piece in situ.

Manufacturer narrative:
Concomitant medical products: unknown endo stitch instrument (lot number: unknown). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of total laparoscopic hysterectomy (tlh) and cystoscopy. According to the reporter, the vloc needle portion of the endostitch broke off with half of the needle still on the handle and the half presumably in the tissue of the vaginal cuff. A careful inspection was performed both from above and vaginally in an attempt to identify the broken needle half without disturbing the previously cauterized collateral vessels. Intra-operative radiograph was also performed. The needle in half was identified. The decision was made to proceed with closure, as the risk of opening was deemed greater than the risk of leaving the needle piece in situ. The patient suffered injuries, free air, inflammation, abdominal pain, feeling of pressure, pain, shoulder pain, anxiety, fatigued, spotting, back pain, vaginal bleeding, adhesions, fibrotic tissue, and continues to suffer effects from the procedure. Treatment included reoperation to remove the retain ed needle, medications, IV fluids, diagnostic laparoscopy, x-ray, CT scan, vaginal cuff revision, lysis of adhesions, bilateral ureterolysis, excision of endometriosis, and cystoscopy.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of total laparoscopic hysterectomy (tlh) and cystoscopy. According to the reporter, the vloc needle portion of the endostitch broke off with half of the needle still on the handle and the half presumably in the tissue of the vaginal cuff. A careful inspection was performed both from above and vaginally in an attempt to identify the broken needle half without disturbing the previously cauterized collateral vessels. Intra-operative radiograph was also performed. The needle in half was identified. The decision was made to proceed with closure, as the risk of opening was deemed greater than the risk of leaving the needle piece in situ. It was reported that after the surgery, the patient experienced injuries, free air, inflammation, abdominal pain, feeling of pressure, pain, shoulder pain, anxiety, fatig ued, spotting, back pain, vaginal bleeding, adhesions, fibrotic tissue, suffering, discomfort, cramping, achy, difficulty walking, deteriorating mental health, dysphoric mood, sleep disturbances, nervousness, depression, mental pain, emotional distress, bleeding, permanent disfigurement, & device failure. Post-operative patient treatment included removal of the retained needle, medications, IV fluids, diagnostic laparoscopy, x-ray, CT scan, vaginal cuff revision, lysis of adhesions, bilateral ureterolysis, excision of endometriosis, cystoscopy, & laparoscopic excision of retained needle with fluoroscopy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h6 ime e2402: dysphoric mood, nervousness. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic hysterectomy, bilateral salpingectomy with cystoscopy, the handle was introduced and closure of the vagina was initiated using vloc suture. After the second throw, the needle was broken, with half of the needle still on the handle and the half presumably in the tissue of the vaginal cuff. A careful inspection was performed both from above and vaginally in an attempt to identify the broken needle half without disturbing the previously cauterized collateral vessels. Intra-operative radiograph was also performed. The needle in half was not identified. The decision was made to proceed with closure, as the risk of opening was deemed greater than the risk of leaving the needle piece in situ.

Manufacturer narrative:
Additional info: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional info: g1 medtronic conducted an investigation based upon all information received. The product sample was not returned, however, photographic evidence was provided by the customer for analysis. No suture or needle fragments could be identified in any of the provided images. Based on the evidence available the reported conditions could not be confirmed. It was determined that the most likely cause could not be determined from the information available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.